Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.00cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atm upon second inflation for 45 seconds. The balloon was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition post procedure was good.